Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their bite feels very off and having difficulty chewing and makes their jaw sore. Their molars do not match up no longer. Patient had a molar pulled, tooth fractured and was removed by their dentist who believes it was from their bite changing due to the aligners.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information that was provided from a follow up with the customer. E1 customer information updated. Updated e1.